Event description:
It was reported that during unpacking prior to percutaneous peripheral intervention, foreign matter was found inside sterile pouch. Before opening the pouch, the nurse noticed a long eyelash in the inner packaging. The procedure was completed with another of the same device.

Event description:
It was reported that during unpacking prior to percutaneous peripheral intervention, foreign matter was found inside sterile pouch. Before opening the pouch, the nurse noticed a long eyelash in the inner packaging. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the product was returned in its packaging, which was folded over on itself 4 times. As a result the product and the packaging tray were severely kinked. The inner and outer pouches were opened. An examination of the returned packaging identified foreign material (fm), located in the inner pouch between the device and the clear part of the inner pouch. The fm in the pouch appears to be a hair and not an eyelash, as reported, due to length of the fm, which measured 3cm in length. It also had a bulbous appearance at one end, which is consistent with that of a hair follicle. It was noted that the hair was not visible at arm¿s length, when viewed against the blue tray background, which was the location on receipt of the returned unit. The returned unit was not out of specification, with regards to the length of the hair follicle returned with this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is user preference issue. (B)(4).